Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer needs tub door seal the one they have is starting to come loose and it is beginning to leak.